Event description:
It was reported that the tandem mobi pump unexpectedly shut down, and the leds were not blinking. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. As a corrective measure, the customer administered a correction injection via multiple daily injections (mdi). Technical support informed the customer that the shutdown was due to a low battery and provided guidance on necessary steps to take when the pump turns off or is reset.